Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up, device was post-paced t-wave oversensing on the ventricular lead. Patient did not receive therapy during the oversensing. Programming changes were made. Further testing was recommended. Patient was stable.